Event description:
The customer has reported via the mhra, that a male patient, dob (B)(6), has allegedly suffered pseudotumour after undergoing surgery on his left hip in (B)(6), 2013. The customer has reported the following after carrying out an MRI on the patient: "there is a sizeable trochanteric fluid collection at the left hip with thickened and irregular walls which extends into the capsule. The gluteal tendons are grossly intact though the anterolateral head of gluteus medius is a little ragged and there is mild atrophy of the gluteal musculature more proximally. The appearances would be suspicious for armd."

Manufacturer narrative:
The catalog number and lot code were not provided. The device was reported as an unknown metal femoral head. It was noted that the devices were not explanted and the date of the revision surgery is unknown. Additional information has been requested and if received, will be provided in the supplemental report upon completion of the investigation.

Manufacturer narrative:
An event regarding allergy/reaction involving an unknown metal femoral head was reported. The event was confirmed. A medical review was performed based on the information received. The review concluded: "issue with surgeon concern for presence of allegedly pseudotumor after undergoing hip replacement surgery on his left hip in (B)(6) 2013. An MRI section shows fluid accumulation in te left hip greater trochanteric area with also some damage in the gluteal musculature nearby. The appearances would be suspicious for armd (adverse reaction to metal devices). Metal ions are reportedly elevated although no exact values were provided for either cobalt or chrome. X-ray shows implantation of an exeter stem with a cementless trident cup in the left hip with the cup in correct inclination but absent anteversion plus osteolysis in the greater trochanteric bone. The uninvolved right hip has a restoration modular (rm) system implanted after a revision procedure with a large bone defect in the lateral femoral bone and pseudarthrosis in the greater trochanter. There are three dall-miles (dm) cables one of which is ruptured while the other two have direct contact with the rm stem metal. Devices are still implanted although revision is planned after which devices will be sent to hospital pathology. For resolution of this case, it is of paramount importance to get more information about the involved metal ion levels because this is a very complex case with potentially four pathologies present to have influence on either metal ion elevation or adverse soft tissue effects and these are not necessarily all linked to each other. One big confounder is the patients right rm revision hip that without any question is a significant metal ion generator and as such could be responsible for the elevated metal ions. Also left hip cup impingement and approach related problems may have principal or secondary influence beyond the currently suspected taper corrosion problem of the left hip (at least by the surgeon treating the patient). Without further evidence, a relationship between the reported issues and the event failure mode is not readily evident and not even probable unless additional proof of contrary. Procedure related factors play a principal role in several of the potentially involved failure modes including dm cable problems, impingement due to cup malposition and surgical approach related problems and as such require further study and information for confirmation. Taper corrosion, if present at revision, requires adequate retrieval analysis with eds investigation for confirmation." Conclusions: a medical review was performed and there was no evidence of a device related issue related to the left hip components however additional information, including operative reports, progress notes, x-rays mars-MRI, implant retrieval analysis, histopathology of revision tissue material, blood metal ion findings and return of the device are needed to fully investigate the event.

Event description:
The customer has reported via the (B)(6), that a male patient, dob (B)(6) 1937, has allegedly suffered pseudotumour after undergoing surgery on his left hip in (B)(6) 2013. The customer has reported the following after carrying out an MRI on the patient: "there is a sizeable trochanteric fluid collection at the left hip with thickened and irregular walls which extends into the capsule. The gluteal tendons are grossly intact though the anterolateral head of gluteus medius is a little ragged and there is mild atrophy of the gluteal musculature more proximally. The appearances would be suspicious for armd."